Manufacturer narrative:
Additional manufacturer narrative: multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards learned of a presentation 'surgical or tavr failure' crf tvt the structural heart summit. It was learned that a patient with a 21mm edwards surgical valve underwent a valve-in-valve procedure after an unknown implant duration due to unknown reason. The tavr was performed with an unknown transcatheter valve with balloon valvuloplasty fracture. No other details were provided.